Event description:
It was reported, that during a da vinci-assisted partial nephrectomy surgical procedure, the system had an error 802. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not review the system event logs, as the system was not onsite connected. The tse asked, the customer to shut down the system and perform a hard power cycle. After restarting, the error 802 remained. The tse then guided the customer with a 802 workaround and asked the customer to change the ac outlet. After restarting, the system was recovered. The tse asked the customer to check the led battery status, and they had 3 solid green leds and the last green led was flashing. The surgery had resumed. The customer called back to report that error 802 reoccurred. The battery leds were green with the 3 solid and the fourth blinking. The tse guided the customer to undock in case the patient side cart (psc) would not power on again. The tse had the customer move away the arms, and hard power cycle the psc with the emergency power off (epo). The system powered on without error. The tse guided the customer to unplug the psc ac power cord. The psc switched to battery and could be driven properly. The battery led turned solid orange. The tse asked the customer to drive the psc a bit to check if the battery would hold the load. The customer plugged the ac power cord back, and the psc switched to ac power. The customer redocked the psc to the patient and would try to continue the surgery with the system. The customer decided to prepare a laparoscopic system to be able to convert quickly if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was inspected when the system was powered up. And the system initially powered up without error. The procedure was completed robotically. The customer had resolved the issue during procedure so they could continue with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 802, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 847. And the customer reported to the fse that the battery¿s led had decreased early. The fse replaced the patient side cart (psc) battery box module, as a preventive action. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint, is reportable malfunction event due to the following conclusion: it was alleged that the system had an error 802. The fse confirmed the reported issue and replaced the battery box module to resolve the issue. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event. If it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.